Manufacturer narrative:
This initial report is based solely on the receipt of a maude report. Section f has been updated to reflect that report. Maude database report number: mw5109680. Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. User facility uf/importer report number: user facility name/address. Contact person. Phone number. Date user facility became aware of the event. Type of report. Serious injury. Date of this report: 05-oct-2022. Approximate age of device. (B)(4). Report sent to FDA: n. Location where event occurred: report sent to manufacturer. Manufacturer name and address MFR. Name: medtronic, plc addl: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital from the clinic and was started on blood thinners for suspected ventricular assist device (vad) thrombosis. The measured watts on the patient¿s vad continued to increase along with their lactate dehydrogenase (ldh). It was further reported that after their urine also became darker in color, they were transferred to the cardiothoracic intensive care unit (cticu) and brought to the operating room for a vad exchange to competitor brand. Of note, the patient tolerated the procedure well without complications. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate of FDA report number 3007042319-2022-04790. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.